Manufacturer narrative:
Dietrich, p., gravius, a., mühl-benninghaus, r., yilmaz, u., kettner, m., bomberg, h., reith, w., simgen, a. (2020). Single center experience in stent-assisted coiling of complex intracranial aneurysms using low-profile stents. Clinical neuroradiology, 31(1), 99¿106. Https://doi.org/10.1007/s00062-020-00883-5. If information is provided in the future, a supplemental report will be issued.

Event description:
Dietrich, p., gravius, a., mühl-benninghaus, r., yilmaz, u., kettner, m., bomberg, h., reith, w., simgen, a. (2020). Single center experience in stent-assisted coiling of complex intracranial aneurysms using low-profile stents. Clinical neuroradiology, 31(1), 99¿106. Https://doi.org/10.1007/s00062-020-00883-5. Summary: the introduction of low-profile stent systems has broadened and facilitated the treatment of complex intracranial aneurysms. This retrospective case series study was conducted to assess and compare the clinical and angiographic outcomes of patients with complex intracranial aneurysms who were treated with acclino® (as) and acclino® flex stents (afs). Identified events: 5 patients had strokes. 2 patients had hemorrhages. 1 patient had an in-stent stenosis. 1 patient had a stent occlusion. 2 patients had stent thromboses. In one of the cases the in-stent thrombus formation under dual antiplatelet medication was observed in the control series at the end of the intervention. 2 patients had procedural aneurysm perforation and one took place in an already treated aneurysm. The perforations happened while pushing the coils into the aneurysmal sac. Both aneurysm ruptures could be rapidly occluded and the patient's had no clinical sequelae. Two patients had post-procedure small, punctuate infarcts in the media territory. Both patients showed successful development and recovered fully. One patient who had a sah caused by a ruptured basilar artery aneurysm suffered after stent-assisted recoiling a small, dot-like infarct in the cerebellar hemisphere with no change in mrs. One patient suffered an infarction of the left posterior cerebral artery after endovascular treatment of a giant basilar artery aneurysm. The patient developed an obstructive hydrocephalus which required a shunt implant in the clinical course. 8 patients had incomplete occlusion. 37 patients had a neck remnant.